Event description:
The ventilator alarmed o2 valve stuck closed. The customer did not know if the ventilator was in use on a patient at the time of the reported problem. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to function using an air gas source. The respironics service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating detection of oxygen valve stuck closed. Performance verification testing was performed and the unit passed all tests to specifications.